Event description:
The suspect meters showed variation in test results when compared with the lab. The following test results were reported. See scanned tables. Note: customer satisfied with test results from meter ii. Upon further discussion it was discovered that the batteries leaked in meter I and may be contributing to the discrepant results.